Manufacturer narrative:
Pr#: (B)(4).

Event description:
During servicing of the device by a philips bench technician it was noted that the device had a co2 equipment malfunction in operational and failed operational check for etco2. There was no pt involvement.